Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that erroneous results occurred with a unspecified bd sst blood collection tube. The following information was provided by the initial reporter, "starting dec-2019 the sst tubes showed increase ca from approx. 60 pts that previously wnl. It was ongoing but has since tapered and not as frequent. No further info available."